Event description:
Patient was determined to have too much valgus in right knee and was scheduled for a bushing and poly swap. Upon opening the patient, it was discovered that the 11 x 127 cemented stem was fractured and as such was replaced. No other components were replaced during this surgery, only the stem.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 11x127 cemented stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.